Event description:
Falsely depressed creatinine results were obtained on two patient samples. It is unknown if the patient results were reported to the physician. The samples were repeated and higher results were obtained. It is unknown if patient treatment was altered or prescribed as a result of the falsely depressed creatinine results. There was no report of adverse health consequences as a result of the falsely depressed creatinine results.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013. Siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells of enzymatic creatinine (ezcr) flex reagent cartridges that are in close proximity to open wells of phosphorus (phos) flex reagent cartridges. The falsely depressed ezcr results are caused by a ezcr reagent interaction with the phos reagent. An urgent medical device correction for the phos flex reagent cartridge (df61), communication #13-03 was issued in february 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension system.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications.